Manufacturer narrative:
(B)(4). Retainer ring = black . Customer complained about the having a pump error 41, pump error 43 and cosmetic damage on the battery compartment of the insulin pump on event date of 13-april-2022. Device passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. The history/trace downloads were successful using thump software. Pump error 41 was present in the history download at 18:38:44.000 and pump error 43 was also present in pump history at 18:38:44.000. Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: pillowing keypad overlay, cracked case, battery tube threads - cracked and cracked case (battery tube). Pump error 41 and pump error 43 were confirmed. Cosmetic damage was confirmed, cracked case (battery tube) was noted. Moisture damage on electrical board 1 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. Customer was able to clear the alarm and rewind the pump. Insulin pump did pass the self test. No harm requiring medical intervention was reported. The customer discontinued use of the device.